Manufacturer narrative:
Initial reporter phone#: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint, reference (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had dirty stoppers. No report of injury or medical intervention. No report of blood exposure to mucous membrane.